Event description:
It was reported that no osseointegration was achieved after placement of pepgen bone grafting material and it is reasonable to assume an other surgical procedure was necessary to achieve the desired results and preclude permanet damage to a body structure that would not be trivial.